Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent an l4-5 and l5-s1 transforaminal and posterior interbody fusion using rhbmp-2/acs. At an unknown time post-op, imaging studies indicated that the patient had developed bone overgrowth and resulting nerve compression at the implant site. The patient suffers from severe injuries, including but not limited to chronic pain and radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: herniated pulposus l4-5 and l5-s1; scoliosis lumbar spine; spinal stenosis lumbar spine; spinal radiculopathy lumbar spine; spinal myelopathy lumbar spine; gait disturbance; spinal curve; hernia pulposus l4-5 and l5-s1; foraminal stenosis l4-5 and l5-s1; retrolisthesis l4-5 and l5-s1 (coronal and sagittal instability); anterolisthesis l4-5 and l5-s1 (coronal and sagittal instability). For which patient underwent: left-sided transforaminal and posterior interbody fusion at l4-5 and l5-s1; cage instrumentation l4-5 and l5-s1; posterior spinal fusion, l4, l5 and s1 bilateral; intraoperative biplane fluoroscopy; local harvesting of cancellous autogenous bone. Per op notes, screws were inserted into the pedicles on the right at l4, l5 and s1. Two 26 mm cannula which were then directed anterior to the posterior aspect of the transverse process of l4, l5 and s1 on which cancellous bone and bone morphogenic protein was placed for posterior spinal fusion after decortication. Bone morphogenic protein and cancellous bone were placed in the anterior aspect of disc at l4-5 and l5-s1 followed by an interbody implant filled with cancellous autologous bone and bone morphogenic protein placed within the intradiscal space at l4-l5 and l5-s1. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.